Event description:
We set up a 5-fu infusion using the homepump c- series elastomeric pump produced by I-flow. The infusion began on (B)(6) 2015 at 2100 hours and ran dry at (B)(6) 2015 at 0400. The total infusion time is supposed to be 46 hours and the infusion ran about 31-32 hours. This is the 3rd instance of this occurring. We performed our own internal audit utilizing just saline and the total infusion time was about 41 hours.